Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l5-s1 spinal root decompression. Eight days later, the patient presented with incisional swelling which was mild in intensity. The event resolved without treatment in 9/98. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for event.